Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced drifting hemoglobin and subsequent cross-sectional imaging revealed evidence of left femoral artery pseudoaneurysm eight days after the initial impella explant with a "possible" relationship to the impella device used. Repair indicated in combination with planned transcatheter aortic valve replacement and removal of right axillary impella. The patient was noted to be stable following the event.